Event description:
The product was implanted via v-p shunt. Doi and setting pressure are unknown. Since the valve was found broken, the product was removed on (B)(6) 2014. The patient¿s condition is reported as good. More detailed information will be provided as soon as (B)(4) receives from the facility.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did confirm the problem reported by the customer. The lot number is cmmb5h, serial number (B)(4), product code 82-3842. The position of the cam when valve was received was 140mmh2o. The valve was visually inspected and confirmed that the siphon guard was no longer attached to the valve. This could be due to a sharp or pointed object coming into contact with the silicone housing, but this could not be determined. Review of the history device records confirmed the valve, product code 82-3842, with lot number cmmb5h, conformed to the specifications when released to stock on the 15th november 2011. The root cause of the problem reported by the customer could be due to a sharp or pointed object coming into contact with the silicone housing. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. As noted in the IFU: warnings silicone has a low cut and tear resistance; therefore, exercise care when placing ligatures so as not to tie them too tightly. The use of stainless steel ligatures on silicone rubber is not recommended. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components.